Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during the implant procedure that the helix got wound in the myocardium tissue and did not move. The helix was stretched when removed. The lead was not implanted. No patient complications have been reported as a result of this event.